Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator charging cable near the elbow has multiple fractured wires that lead to sparking when plugged in. The customer confirmed that there was no patient involvement associated with the reported issue.